Manufacturer narrative:
Additional narrative: service history review: lot no: a7la16/4558806. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is march 5, 2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Service & repair evaluation: the customer reported the hinge screw was missing. The repair technician reported missing parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on august 4, 2015 for further investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hinge screw was missing from the periarticular reduction forceps-medium after going through inspection in the sterile processing unit. The screw could not be recovered. Another clamp was available for use when the surgery took place. There was no patient involvement or delay in surgery when this malfunction occurred. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
There was not patient involvement. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ one periarticular reduction forceps, medium (part number 398.226, lot number a7la16/(B)(4)) was received with the complaint category of: appearance/state not as expected: missing component/feature. The complaint condition is confirmed as the device was received with the pivot screw missing as reported. The retuned condition is consistent with extensive accumulated wear over the devices extended lifetime of over 12 years and subsequent loss of the screw. Thus, it is most probable that the method of maintenance and accumulated wear resulted in the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Further evaluation at the chu shows that this device is used to maintain secure, minimally invasive intraoperative reduction of intra- articular and periarticular fractures in the distal humerus, distal femur, proximal tibia, and distal tibia. The returned device was received with the pivot screw missing as reported. There is scraping and residue around the screw holes on the mating surfaces and in the screw threads. The distal points show wear consistent with significant use. The balance of the device shows surface wear and is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the condition is not applicable as the screw is already missing. A review of the current top level design drawing / manufactured revision was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The retuned condition is consistent with extensive accumulated wear over the devices extended lifetime of over 12 years and subsequent loss of the screw. Thus, it is most probable that the method of maintenance and accumulated wear resulted in the complaint condition. However, since it was reported that the screw was missing from the device after going through inspection in the sterile processing unit the specific circumstances are unknown and a root cause cannot be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.